Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system had no suction. Per follow up via phone on 30apr2024, it was reported that the patient received replacement unit because the original unit did not work. Per sample form received on 26jun2024, it was reported that the device over a week period began not to wick enough to pull enough urine through the tubing. They went through the trouble shooting online and from customer service. But the trouble shooting did not work, and the device stopped working at all. Because the unit stopped working patient got urinary tract infection and bed sore due to skin breakdown from urine not being wicked the last week before the base died. The patient used antibiotics and wound care.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A bd purewick urine collection system, pump tubing, collection canister with lid, and external power cord were returned. An in-house collector tubing with elbow connector was used for testing. Gross visual evaluation: there were no cracks present. There was no residue present in the canister or accessories but there was a heavy amount of dry residue on the outside of the device. The stop valve was working properly. There was light and sound indicating function. The residual risk region for this failure is low. The potential root cause for this failure is user does not follow instructions or is unaware that the canister is full. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "intended users the purewick urine collection system is intended to be operated by: ¿ user/patient ¿ caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use: the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use: do not use the purewick urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick urine collection system before cleaning or when not in use. Do not immerse the purewick urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. Operating instructions 1. After the purewick¿ urine collection system has been set up, place the purewick external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle a toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick¿ urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp." UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system had no suction. Per follow up via phone on (B)(6) 2024, it was reported that the patient received replacement unit because the original unit did not work. Per sample form received on (B)(6) 2024, it was reported that the device over a week period began not to wick enough to pull enough urine through the tubing. They went through the trouble shooting online and from customer service. But the trouble shooting did not work, and the device stopped working at all. Because the unit stopped working patient got urinary tract infection and bed sore due to skin breakdown from urine not being wicked the last week before the base died. The patient used antibiotics and wound care.